Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional products: heartware ventricular assist system ¿ waist pack model #: 2050us / catalog #: 2050us / expiration date: unk / lot#: UDI #: asku. Device available for evaluation: yes, return date: 22-oct-2019. Device evaluated by MFR: yes. Dev rtn to MFR? Yes. Mfg date: unk. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two waist packs had broken clips. The waist packs were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: two waist packs were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the returned devices did not reveal any damaged clips on the waist packs. As a result, the reported event could not be confirmed. However, failure analysis revealed that the stitching around the controller pockets were torn, and the battery pocket strap loops on each waist pack were damaged. The most likely root cause of the damaged stitching, and damaged strap loop seams on the waist packs can be attributed, but not limited, to wear and/or to the handling of the packs. Additional products: device evaluated by MFR: yes; (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.